Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4: the lot was manufactured from october 4, 2021 to october 8, 2021. H10: the device was received for evaluation. A visual inspection with the naked eye noted a crack on the cap with iodine surrounding the area of the crack. An underwater pressure test was performed which observed bubbles; a crack had propagated through the wall of the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small crack observed on the lower edge of a minicap which resulted in iodine leakage. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.